Manufacturer narrative:
MDR being failed as a precaution since pt was revised though the surgeon has indicated that the adjacent level disease, the pt's continued smoking and non-compliance with c collar use as advised by his surgeon, were contributory factors. The manufacturing and inspection records for the plate were reviewed and no discrepancies were found. The plate was visually and microscopically inspected. One of the locking clips of the plate was broken in half. The broken piece was reportedly suctioned out during revision and was not returned. Another locking clip was deformed and observed to be coming out of one of the holes of the plate. The damage to the plate is inconclusive. It cannot be determined whether the damaged locking clips broke during the plate removal or screw back out. There is not definitive evidence on the plate to conclude whether or not all locking clips were properly positioned over the screw needs after the original surgery. Experiences of this nature will continue to be monitored.

Event description:
Blue ridge screw backed out of a 3-level plate. Locking ring noted to be broken. Pt noted to be a heavy smoker and also had adjacent level disease. Pt was revised with a longer plate.